Event description:
Elderly male with history of coronary heart disease, exertional fatigue, and shortness of breath. Procedure: left heart catheterization. During the catheterization, the balloon shaft broke. It was removed without difficulty and another one used without issues. Manufacturer response for catheters, transluminal coronary angioplasty, percutaneous, emerge (per site reporter) will obtain.